Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold a charge despite multiple attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.